Event description:
Alleged the head section will not lower. He found the head drive went past the limit and broke the motor coupling.

Manufacturer narrative:
The facility has not completed repairs to the bed.